Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 11-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding an unknown patient receiving an unknown drug via an implantable infusion pump. It was reported that on an unknown date the patient experienced a pocket infection had occurred. No further complications have been reported as a result of this event. On (B)(6) 2018, mpxr 561985 (hcp, rep): additional information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 449 mcg/day) via an implantable infusion pump. It was reported that the patient had incision and drainage performed at the lumbar incision site due to a possible infection. The hcp performed a catheter aspiration of 3cc for specimen; it was noted that the cerebrospinal fluid withdrew easily. It was reported that the patient's pump was programmed with priming bolus after the aspiration per the hcp orders. It was unknown if any external factors may have led or contributed to the issue. The issue was reported to be resolved at the time of this event. The patient was noted to be alive with no injury. No further complications have been reported as a result of this event.